Event description:
Event description guidant received information that this boxed cardiac resynchronization therapy-defibrillator (crt-d) displayed a monitoring voltage of 3.13 volts, via inductive telemetry. The provided voltage is lower than expected. A guidant technical services consultant recommended reinterrogating the device, to see if the voltage recovers and is closer to the expected level.